Event description:
It was reported by the customer that a pyxis medstation es system cancelled encounter showing up on pyxis and correct admission not showing up, which caused delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that cancelled encounter showing up on pyxis due to software issue. A technical support specialist determined that the problem stemmed from messages being received through the interface, and the customer was able to recognize that the issue was related to modifications made to their registration during the admission process. Serial number, UDI and manufacturer date were kept blank and requested tsc for the affected device serial number, since the mentioned asset info was "es vm large 2016 server w/sql". The system functioned as intended after the technical support service troubleshooted the device.